Event description:
The device was being used to provide cardiopulmonary resuscitation on a pt in cardiac arrest. The pt coded several times and it was reported that the unit was turned off and would not restart. The device was removed from the pt and manual CPR continued. The pt was not revived. It was stated by the ICU team that the failure of the device did not affect the outcome of the incident.

Manufacturer narrative:
The owner/user investigation into the incident determined that there was no problem with the device but rather the incident was caused by user error. The device has been used several times since the event described here without a problem.